Manufacturer narrative:
There is no suspected device failure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. The baylis medical device was not used in a patient. However, the report is being submitted as the problem was noted when brockenbrough curved needle (medtronic ep003994s) was inserted inside the baylis medical torflex dilator.

Event description:
The torflex transseptal guiding sheath was being prepared for use in a procedure. When introducing a brockenbrough curved needle (medtronic ep003994s) inside the torflex dilator outside of the patient, the physician noticed skiving from the dilator. The subject device was not used in a patient and there is no evidence to suggest that the device caused or contributed to the reported incident. The baylis medical device was not used in a patient. However, the report is being submitted as the problem was noted when brockenbrough curved needle (medtronic ep003994s) was inserted inside the baylis medical torflex dilator.